Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did not receive the wristed needle driver instrument with an alleged issue to perform failure analysis. An RMA had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the wristed needle driver instrument had an unusual movement. There was no report of fragment(s) falling inside the patient. The procedure was completed with a backup instrument of the same kind. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: this is a recall part. The instrument was inspected prior to use with no abnormality. The customer observed that the movement of the tip was weak persistently. No report that the instrument moved in uncontrolled motion or the opposite direction. The issue occurred while the surgeon¿s head was inside the surgeon console (sc)¿s high resolution stereo viewer and the surgeon was attempting to manipulate instruments from the sc. No shakiness, friction, or external collisions occurred. The movements of the surgeon scaled appropriately to the instrument and the timing of instrument movement was appropriate. No known impact or patient consequence was reported.